Event description:
The pt was ventilated manually, switching over to volume control breathing, the fold bellows was filled. No automatic breathing was affected. The device was switched back to manual breathing and the pt was manually ventilated. The devcie was again switched over to volume control, but even then the device did not affect any automatic breathing. After successful pre-use check, the device functioned wihtout problems.